Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown.

Event description:
It was reported during a routine removal procedure, the driver tip broke. No adverse patient consequences were reported, and this issue did not prolong the procedure. This report is related to report number 3025141-2023-00102 for the driver involved in this event.